Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of connection issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this patient underwent a device change out procedure due to normal battery depletion. While attempting to connect the is-1 leg of their right ventricular (rv) lead into the header of this new implantable cardioverter defibrillator (ICD), the terminal pin would not pass through the set screw block into the portion of the chamber where the tip of the pin is visible to verify insertion. It was noted this is-1 leg would not fit into the right atrial (ra) port of this new ICD either, when attempting this for testing purposes. This patients ra lead did however fit into both the ra and rv ports of this new ICD. The physician and field representative noted that visually, the terminal pin of the rv lead appeared bigger than the terminal pin of the ra lead. Technical services (ts) recommended saline which had been attempted already with no success. Ts then recommended sterile mineral oil, which was used on the terminal pin only. The rv lead was able to fully seat into the rv is-1 port of this new ICD. The rv lead was successfully implanted into this new ICD with no other observations. This ICD remains in service. No adverse patient effects were reported.